Event description:
It was reported that the patient was experiencing a "thumping in (the) chest whenever the pacemaker paces" which was determined to be thoracic (non-myocardial) stimulation caused by the right ventricular lead. About 1 week prior to the onset of the stimulation, a lead warning had occurred due to low lead impedance measurements in both bipolar and unipolar pacing configurations and a polarity switch occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.